Event description:
Caller states patient tested 6.5 inr on the coaguchek xs system while a comparison lab returned as 9.5 inr. Patient's coumadin was held based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.